Event description:
During a follow-up conversation with the home pt regarding a system error 2240 that occurred, the home pt was currently being treated for peritonitis. Reportedly, the home pt presented to the e.r. Eight days earlier with cloudy effluent, abdominal pain, nausea and vomiting. The home pt was diagnosed with peritonitis and was initially treated with gentamicin 80 mg, intravenously (IV), and vancomycin 1g, IV. The home pt was then given gentamicin 80mg, IV, two days after and for the next two days there after started cefazolin 1g, intraperitoneally (ip), once daily for 14 days. Hospitalization was not requried. The home pt's nurse reported no known origin of the diagnosed peritonitis.